Event description:
Caller states patient tested 2.6 inr and 1.8 inr on the coaguchek xs plus system. Caller states patient had a lot of "tissue fluid" on the finger when the result of 2.6 inr was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.